Manufacturer narrative:
Visual analysis was performed on the return device. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and observations from the returned device, a definitive cause for the reported difficult to remove could not be determined. Factors that contribute to difficult to remove vessel, include, but not limited to, device interaction with calcified patient anatomy, tissue or suture caught in foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of a femoral vein using a proglide device after an atrial fibrillation (afib) interventional procedure. Reportedly, the device became stuck in the patient. The physician was eventually able to get it out; however, it was not reported how it was removed. Another proglide device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.